Event description:
It was reported that the right atrial (ra) lead exhibited a sudden increase in pacing impedance from 500 ohms to greater than 3000 ohms along with high pacing threshold measurements. A lead fracture was suspected. Subsequently a revision procedure was performed where the lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.